Manufacturer narrative:
Findings: a compromised force sensor system alarm occurred during the basic occlusion test due to loose/protruded drive support disk. The unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip and cracked lcd window.

Event description:
It was reported via phone call that they were not using the insulin pump anymore. The customer changed the reservoir to see if it there was an error with it, however, it was still not working. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis. The insulin pump was returned for analysis.